Manufacturer narrative:
(B)(6). This device was returned for service; during repair, it was determined that the motor was seized, jammed, heavy moving, had no power and heats up quickly. It was also determined that the device failed pre-test for check the off/osc/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device heated up very quickly and had an issue adjusting the drill in the handpiece. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.